Manufacturer narrative:
The investigation was completed by our experts. During an on-site service intervention, a visual inspection of the concerned system did not reveal any defective parts, and the unit operated without any issues. However, the burning smell was still present, and it was determined that it originated from the power supply m14. The power supply m14 has been replaced, and the burning smell disappeared. After one week of monitoring, no further issues have been reported. The system siremobil compact l reached its end of support date on dec 31st. 2020. The affected system including the replaced power supply has been delivered in december 2001. The system age significantly suggests normal wear and tear of its components, which increases the likelihood of failure. Siremobil compact l and its component had been verified to be in compliance with the safety requirements of iec60601-1, clause 13. The issue described in the complaint will not cause emission of flames, molten metal, poisonous or ignitable substances in hazardous quantities. The affected part was replaced as part of service activity, which resolved the problem. The spare parts consumption of the defective power supply was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of an event that occurred while operating the suremobil compact l system. During a surgery, dense black smoke was observed emanating from the machine, accompanied by a strong burning smell. The device was immediately removed from service. On november 11, 2025, siemens was informed that the smoke caused temporary discomfort to the people present. Detailed clarifications of this event are currently ongoing; therefore, the event is reported in doubt. We have no indications of any serious adverse effects on the health status of the involved persons.